Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, a screw fell out of the impactor between the acetabular component and head. The surgeon removed the screw; however the screw created scratches on the prosthesis which remain implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.